Event description:
Consumer claims to have had ears pierced with the inverness system at a retail vendor in 2004. Sought medical attention for redness and swelling at the piercing site in the 16 day an incision and drainage was performed. An oral antibiotic was prescribed at that time. Returned for medical treatment a 16 day later and a new oral antibiotic was prescribed.